Event description:
Reporter called to report a malfunction involving a dexcom glucose monitor used by his son. The device and associated mobile application were reportedly set to trigger an alert when glucose levels fell below 100 mg/dl. However, the alarm did not activate as expected. The reporter stated that his son was found unconscious and incoherent. Reporter found the glucose readings on the device were 40 mg/dl, well below the level that was set for the glucose alarm to trigger. CPR had to be performed on the son. The device had to be re-calibrated approximately four times; however, concerns remained regarding its performance and failure to alert. The reporter expressed concern that the lack of alarm may have delayed intervention and could have resulted in a more serious outcome, including death.